Event description:
Reportedly patient complained of hip and thigh pain when walking. Duplex evaluation performed in may 2006, results of 75 to 99% stent restenosis were noted. A target lesion and target vessel revascularization are scheduled. However, patient has been too anxious to schedule procedure.

Manufacturer narrative:
Patient had duplix. Evaluation to determine amount of stenosis, is scheduled for total lesion revascularization/ vessel revascularization procedure.